Manufacturer narrative:
Device evaluated by MFR.:the product analysis for this angiojet console was performed at the customer¿s site. The console was tested and it performed with no issues. There were no error messages observed. Device interactions could be related to the reported issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® ultra system console was selected for a thrombectomy procedure. When the catheter was in the body and they were aspirating, a kinked catheter error message displayed. An additional catheter was inserted and the same message was obtained. Another console was obtained and the thrombectomy was successfully performed using the second catheter. The patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet ultra system console was selected for a thrombectomy procedure. When the catheter was in the body and they were aspirating, a kinked catheter error message displayed. An additional catheter was inserted and the same message was obtained. Another console was obtained and the thrombectomy was successfully performed using the second catheter. The patient was stable after the procedure.